Manufacturer narrative:
Returned for evaluation were one used needle and one used guidewire. A visual review of the needle noted no defects. A 0.018" wire was obtained from stock and inserted through the needle with no issue. The needle was then pulled back over the wire. No issues were noted. A visual review of the guidewire noted that the distal tip of the wire was missing and that the wire was uncoiled from the mandrel. The complaint is confirmed. The most likely root cause for the reported complaint is that the end user pulled the guidewire back through the needle. The weld tip of the guidewire got caught on the beveled edge of the needle, causing the wire to become uncoiled. The instructions for use, which is supplied to the end user with this catalog number, contains a statement: "advance the 0.018" guidewire through the 21 gauge needle. Withdraw the entry needle while leaving the 0.018" guidewire in place. Advance the micro-introducer over the 0.018" guidewire. Remove the 0.018" guidewire and the micro-introducer inner dilator." This device receives a 100% visual inspection and aql inspection during the manufacturing process for this complaint type. During the review of the manufacturing records for the reported lot, it was observed that the manufactured lots meet all device specifications and quality requirements. A review of the angiodynamics complaint system noted no trends for this product family and complaint type. (B)(4).

Event description:
As reported by the end user, "the wire would not exit the needle when pulled through. The wire appeared to have a burr at the weld and would not exit through the needle." The wire broke in the needle and migrated into the patient. The wire remnant was successfully retrieved using a snare. There was no harm to the patient due to this incident and the patient is doing well. The procedure was successfully completed.